Event description:
This customer reported that they were unable to deliver transcutaneous pacing during a patient event.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to deliver transcutaneous pacing during a patient event. The involved patient died, but the customer does not believe the device behavior contributed to the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.